Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No other information could be obtained despite of good effort.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half ago from the date manufacturer became aware of the event d6b: explant date: procedure happened a year and a half ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model:sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial:(B)(6). Batch: 20521733. UDI:(B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No other information could be obtained despite of good effort.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half ago from the date manufacturer became aware of the event. D6b: explant date: procedure happened a year and a half ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model:sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 20521733 UDI: (B)(4). Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.